Event description:
Patient has had a knee replacement- on- (B)(6) 2021. Started having issues unable to do physical therapy due to extreme pain. Went 9 months until he had an additional surgery. . He had to have a second surgery on this same knee and told him that a piece fell apart. He wants to let someone know that his first knee replacement was a failure. Additional information received dated sep 16, 2024: on (B)(6) 2021, the patient had a right total knee arthroplasty. The patient was revised on (B)(6) 2023 to address pain and limited mobility as well as possible infection. Patient stated that one of the pieces "broke off", but was not certain which piece broke. Depuy components were removed and depuy components were implanted during this procedure. Doi: (B)(6) 2021. Dor: (B)(6) 2023. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b1 (is product problem), b5, b7 and h6 (health effect - clinical code). Corrected: h6 (medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2022, the patient had a right total knee arthroplasty to address osteoarthritis. Depuy components were implanted during this procedure. 09/13/2022 medical records note the patient has right knee pain, swelling, moderate effusion, walks with a limp. On (B)(6) 2023, the patient had a revision right total knee to address mechanical loosening of internal right knee prosthetic joint. Depuy attune components were implanted along with competitor cement. It as noted that the patient had extensive scar tissue and contracture. The tibial tray was grossly loose. No interface was provided but was implied that it was the cement /implant as the surgeon had to work to remove cement from bone. Components implanted are stryker tibial symmetric cone augment, competitor cement, and depuy. (B)(6) 2024 quad atrophy was noted on CT, but no indication of any treatment. (No new pc required as there was no indication that this was a new issue).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Product description:- mbt por tibial tray sz3. Product code:- 129432130. Lot no:- 3638558. Quantity of manufactured:- (B)(4). Date of manufacturing:- 12-nov-2021. Expiry date:- 31-oct-2026. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> product description:- mbt por tibial tray sz3. Product code:- 129432130. Lot no:- 3638558. Quantity of manufactured:- (B)(4). Date of manufacturing:- 12-nov-2021. Expiry date:- 31-oct-2026. Device history review ==> a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.